Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte¿ needle-free connector the perforation was poor and sterility was compromised. This occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: in the packet, there is a leak. Air comes and goes away, when pushing the packet. When did the incident occur? Before use.

Event description:
It was reported while using bd q-syte¿ needle-free connector the perforation was poor and sterility was compromised. This occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: in the packet, there is a leak. Air comes and goes away, when pushing the packet. When did the incident occur? Before use

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-jul-2023. H6: investigation summary our quality engineer inspected the 1 photo and 4 samples submitted for evaluation. The reported issue of packaging issue - product packaging was not confirmed upon inspection of the samples. Analysis of the sample showed that air could push be pushed out of the packaging, however this is a normal condition for this product¿s packaging. The materials used allow for some air flow through the top web. As long as there is no breakage of the top web or other damages, the sterility of the device is intact. The packaging of the device returned does meet our design specifications. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10